Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 30 mg/dl at the time of the incident, and 190 mg/dl at the time of admission. The customer was at 279 mg/dl at the time of the call, and they experienced frequent urination and treated with the insulin pump. The customer was given glucose injections and milk to treat. For the low. The customer was not wearing the insulin pump during the low incident, within less than 48 hours. Troubleshooting was completed. Customer stated that their health care professional changed their settings in may. The insulin pump will not be returned for analysis.